Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery will not charge. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6) hospital center. A supplemental report will be submitted upon completion of our investigation.